Manufacturer narrative:
During device investigation, review of the pump logs found that an auto-off alarm had occurred during a high blood glucose event.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (400-550 mg/dl). Insulin injections were used to address the bg level. The contact did not know what caused the high bg. Despite extensive troubleshooting, the customer was unable to control the bg. The customer's healthcare provider has removed the customer from the pump.